Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that she had to remove the pod, as it was not delivering insulin. She stated that it had been worn for 2 days when it alarmed. Her blood glucose had reached between 300-400mg/dl. The patient stated that she was throwing up and experiencing high blood pressure when she went to the emergency room (ER) and was admitted to the hospital for three days with a blood glucose level of 596mg/dl. She was diagnosed with high ketones, diabetic ketoacidosis, infection, and high blood pressure. She also had elevated troponin and blood in her urine. Treatment included IV fluids, antibiotics (ceftriaxone, 3 doses for the 3 days) via IV fluids, and blood medication (hydralazine) through the IV. She was also provided 10 units of insulin every hour for approximately 5 hours. She was prescribed lisinopril (20mg, once a day); she had been on lisinopril (10mg) prior. She was also given metoprolol (25mg, two times a day).